Event description:
It was reported that a ems was used during a laparoscopic hernia repair. It was reported by the affiliate that the instrument jammed after one staple was fired. There was no consequence to the pt.